Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Per dealer, the tire rolled off of the rim on the rear wheel. MDR filed.

Manufacturer narrative:
(B)(4) issued MFR report #9616091-212-00459 indicating the brand name as mechanical walker, rollator and the common device name as 890.3825. The correct brand name is mechanical (manual) wheelchair and the common device name is 890.3850. (B)(4). No RMA has been initiated for this issue. Model 9xdt, serial number/date (B)(4) is approximately 2 years 1 month old. The owner's manual part number 1056953, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9xdt, serial number/date (B)(4) is approximately 2 years 1 month old. The owner's manual part number 1056953, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Event description:
MDR decision date: -(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, the tire rolled off of the rim on the rear wheel. MDR filed.